Manufacturer narrative:
The lot number was provided for 2 out of 4 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the four malfunctions. For 3 of the 4 malfunctions, the investigation is confirmed for perforation and tilt. The investigation for another malfunction confirmed for perforation, however, tilt is inconclusive as no objective evidence was provided. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. The four malfunctions involved patients with no consequences. Of the four malfunctions, two were female and one was male. Of the four malfunctions, three patient's ages were reported ranging from 45 to 71. The weight of the two patient's were (B)(6) lbs and (B)(6) kgs. No other patient information was provided.